Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc bd safetyglide syringe without any packaging. Customer states that the syringe safety glide will not engage. The returned syringe was tested and the safety mechanism was not able to activate. Sample will be forwarded to manufacturing ((B)(4)) on (B)(6) 2018 for further investigation. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time upon completion of the secondary investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ tb syringe with bd¿ permanently attached needle failed to engage. No serious injury or medical intervention noted.